Event description:
It was reported that a patient underwent a right-sided atrial flutter ablation ((r-afl) and the patient experienced cardiac tamponade that required a pericardiocentesis. During the case, a pericardial effusion was noticed in the patient. After the patient went into atrial tachycardia, they had proceeded with ablation near the septum and superior vena cava (svc) area. As they were about to proceed with ablation on the left side, a pericardial effusion was noticed on intracardiac echocardiography (ice) and confirmed via echo. The medical intervention provided to the patient was a pericardiocentesis, and it is unknown how much fluid was removed. The patient was reported to be in stable condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a right-sided atrial flutter ablation ((r-afl) and the patient experienced cardiac tamponade that required a pericardiocentesis. During the case, a pericardial effusion was noticed in the patient. After the patient went into atrial tachycardia, they had proceeded with ablation near the septum and superior vena cava (svc) area. As they were about to proceed with ablation on the left side, a pericardial effusion was noticed on intracardiac echocardiography (ice) and confirmed via echo. The medical intervention provided to the patient was a pericardiocentesis, and it is unknown how much fluid was removed. The patient was reported to be in stable condition. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31379283l, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).